Event description:
It was reported that during a transurethral needle ablation of the prostate, the needles on the handpiece would not retract. The pt had mild bleeding. The procedure was completed using another handpiece. Further info is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp. The device is included in the medical device safety alert, prostiva rf model 8929 hand piece needle retraction failure (2008).